Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 26-jan-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received with a haptic detached. The lens was cleaned and, a scratch on the optic body in the optic zone could be identified. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluated by MFR: 81: the device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Iol was explanted and replaced with a aab00 22.0 diopter iol due to complaints of mechanical failure. There was no patient injury, no suture(s), and no vitrectomy however, the incision was enlarged. Through follow-up additional information was received clarifying mechanical failure as severe halos affecting patient's night vision and she is unable to see clear enough to read the road signs. Patient status post-lens exchange was reported as stable and halos have diminished. No further information is available.